Manufacturer narrative:
(B)(4). Additional information: additional information: upon review of the information provided in the event and subsequent analysis contained within this record, it was concluded that this event does meet the criteria for a serious injury; therefore the event has been updated to a malfunction event.

Event description:
It was reported that during a laparoscopic sigmoid diverticulitis procedure, the use of the device was correct. They placed the anvil, put the stapler, making sure the orange color was visible when opening the stapler, heard the click to assemble the anvil and stapler, then turned until the compression was good (and in the green zone). The surgeon fired the device, heard the audible feedback as usual, but when she wanted to remove the device, she felt resistance. Result was that the anvil was still in the colon, but there was no problem to remove that (manually through anus), there were no staples in the abdomen, then they removed the stapler and put it back for me to pick it up. Surgeon put a loop ileostomy and luckily they could make the anastomosis because of enough length of the colon. Another like device was used to complete the procedure. Delay of fifteen minutes. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: on what tissue type was the device used? What was the quality of the tissue? Was the device fired over thick tissue? Did the surgeon wait the recommended 15 seconds after closing and before firing the device? What confirmation did the surgeon receive that the anvil was firmly attached to the trocar of the device? When the device was fired, what was the location of the indicator within the gap setting scale (top/thin, middle/medium, bottom/thick)? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? How was it confirmed that the device was fully fired (crunch, lever compressed until unable to fire further, etc.)? Were any of the forces higher or lower than expected (closing, firing, or opening)? After firing, did the firing handle automatically return to its original (pre-fired) position without intervention? What purse string technique was used or what purse string technique does this surgeon normally use? (Ex. Hand tied purse string, purse string device) how was the purse string placed, by hand or with an assist device? If an assist device, what product? Was the spike of the trocar inserted lateral or through the staple line? How thick was the tissue, was it evenly and tension-free distributed in the instrument? Was the anvil put on the trocar exactly horizontally? Putting the anvil on the trocar were any graspers used? Was the device completely fired plastic to plastic? Were staples observed in the tissue? If so, was the staple form acceptable? Is the ileostomy temporary or permanent? What is the age and sex of the patient? What is the current status of the patient? Is there any other additional information you would like to share about this device, procedure, patient or physician? Received the following information from the sales rep: following questions you ask me to answer, are questions I can not know because I was not there. In the mean time, time passed by. Possibly the surgeon can not perfectly remember all details anymore, and besides that, I do not wish to ask her again questions about this event because she was not very pleased with this. I tried my best to describe the event as she told me, asked questions and got the most important information, I believe. Also, information of the patient is always sensitive to ask. Most important is that she's an experienced user, who told me exactly how she used it and it was perfect. Plastic to plastic. Audible and tactile feedback. Green line in the right zone and scale. Yes, she used graspers to attach the anvil to the stapler but she felt and heard the click that confirmed the connection between the two. She made sure no additional fat was stuck between the anvil and stapler while turning the two pieces together. Everything went normal, until she wanted to remove the stapler. For that, I refer to my event description. Can you please confirm that the procedure (anastomosis) was finished without adverse consequences for the patient? Note: according to the info recorded in the file the patient received a colostomy. Sales rep: "I hereby confirm that the procedure (anastomosis) was finished without adverse consequences for the patient." The following information was requested, but unavailable: did the anvil stay attached to the device or fall off of the device and remain in the colon? Were staples observed at the anastomosis and if yes what was their appearance (form)? The analysis results found that the ecs29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date, a supplemental medwatch will be sent.